Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information was received and indicated that there was no hospitalization related to the event.

Event description:
Additional information later received reported the outcome was resolved without sequelae on (B)(6) 2015.

Event description:
The patient had been receiving morphine (1,250.0 mcg/ml at 275.1 mcg/day) and bupivacaine (30.0 mg/ml at 6.603 mg/day) with a pa (patient activated) dose of morphine (146.5 mcg) and bupivacaine (3.516 mg). On (B)(6) 2015, the pump programming was changed to morphine (1,250.0 mcg/ml at 299.7 mcg/day) and bupivacaine (30.0 mg/ml at 7.193 mg/day) with a pa dose of morphine (177.3 mcg) and bupivacaine (4.256 mg). It was reported that the patient had "difficulty" with the ptm (personal therapy manager) on (B)(6) 2015; the specific difficulty was not documented by the reporter. The event resulted in in-patient hospitalization. Reprogramming was done on (B)(6) 2015. The severity of the event was noted to be ¿mild¿. The outcome of the event was reported as¿ongoing¿.